Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider received letter from attorney stating consumer was riding in powerchair when it collapsed, alleging consumer fell to ground and sustained injuries. Alleges coming off ramp and seat broke allegedly flipping consumer backwards to ground.